Event description:
The customer's blood glucose was unknown. It was reported that the customer had infusion sets in which the insulin did not go through during priming. The customer stated that this was an issue with his old insulin pump, and he resolved the issue with an infusion set change. The customer received a no delivery alarm as well. The customer was unable to perform troubleshooting due to the issue being a past event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.